Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 42502006402 lot number: 62763632 brand name: persona cr narrow femoral, catalog number:42522000412 lot number:62342598 brand name: persona articular surface, catalog number:42540000032 lot number:63064362 brand name: persona all poly. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2018 -06673, 0001822565 -2018 -06675, 0002648920 - 2019-00649. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no complication noted during primary surgery. Office visits notes stated that the patient experienced pain constantly and decreased in daily activities. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is suffering from pain, stiffness and limited activity in daily life approximately 2 years post initial surgery. The surgeon stated this was not related to the device. No revision occurred, implant remains in patient. Attempt for further information has been made, but no further information has been provided.